Manufacturer narrative:
Additional information provided in a.2., a.3., d.10., d.11., g.1., g.2., h.3., h.6., and h.10. The product was returned. A line of viscoelastic was observed across the center of the lens. The lens was cleaned with lphse for further evaluation. The optic has a light scratches and scuff marks in the shape of an instrument used to grasp the lens. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated a qualified company iii (d) cartridge and an unspecified company handpiece. It is unknown if a qualified combination was used. Lens damage was observed. The root cause for the damage could not be determined. While we are unable to determine the root cause of the lens damage, our observation reasonably suggests that it is not manufacturing related. The presence of solution on the returned sample is evidence that the product was subjected to handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens (iol), with a description of "debris on center of optic could not be rinsed off". There was no patient contact. Additional information was requested.